Event description:
It was reported after using bd vacutainer® edta 2k, blood pooled in the stopper well of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® edta 2k, blood pooled in the stopper well of one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. A visual examination of the photo revealed blood in the well of one of the stoppers. A total of 100 retained samples were inspected, and no issues were identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No pooling of liquid was observed in the well of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.